Manufacturer narrative:
No moisture damage was noted on the electronics, motor, vibrator motor, or battery tube assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump was exposed to moisture damage. It was reported that there was a drop of insulin in the reservoir compartment. Customer's blood glucose reading was 169 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.